Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Rows at the proximal end of the stent were misaligned. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was noted. The procedure was treating a thrombosis of a non bsc stent that was placed in the left anterior descending (lad) artery six months ago. Access was obtained via the femoral artery. The target lesion was an 80% stenosed, 2.5x20mm non calcified lesion with no significant bend. Treatment consisted of pre dilation in the distal lad with a 2.0x15mm apex balloon resulting in 50% residual stenosis initially, with further dilations resulting in no residual stenosis. It was noted that there was no plaque before or inside the target lesion. A 2.5x20mm taxus liberte was then advanced to the target lesion but met resistance when attempting to cross the previously placed stent. Several unsuccessful attempts were made to cross the lesion. The physician removed the stent and stent damage was noted. The procedure was successfully completed with a 2.50x20mm liberte stent. There were no reported patient complications and the patients condition was stable.